Manufacturer narrative:
Additional information: h11. H11: a review of event history log revealed multiple occurrences of infusions at recommended parameters. The infusions ran to completion without interruption or abnormalities.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "device pumps 21.1g during flow rate accuracy test" was not reproduced. Flow rate accuracy testing was performed at a delivery rate of 40 ml/hr and a volume to be infused of 20 ml for a 30-minute run time. The delivered amount was 20.379 ml which is an error percentage of (B)(4) which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The m2 and m3 springs will be replaced as a preventive measure to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump delivered 21.1g during flow rate accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.